Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/24/2024. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did any needle piece(s) fall into the patient? Yes. *if yes, o was\were the needle piece(s) retrieved during the same procedure? Yes. O were x-rays taken to locate the needle piece(s)? No. O what measures were taken to retrieve the broken piece(s)? Removed from pt with forceps. O was there any additional tissue damage as a result of searching for the needle piece(s)? Unknown. *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. - lot number? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Unavailable. H3 investigational summary: the product was returned to ethicon for evaluation. One used needle suture piece was received outside the winding forming for analysis. During visual inspection of the returned sample, the swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the sample was tested by resistance test to needle and met the requirements. A photo was provide and shown a needle with short suture apparently used and one piece of unknown metal. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance the following information was reported: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2024 and suture was used. It was reported that the tip has broken off the needle. There were no patient consequences reported. Additional information was requested.